Event description:
It was reported that in interventional radiology, the md checked the condition of the kit prior to use and found it to be fine. During the procedure by the md skilled with using this product, the black tip of the ptd detached from and catheter. As a result, the procedure was stopped and an incision was made in order to remove the tip from the patient. A delay was reported, however, there was no additional harm to the patient due to the delay. A second attempt was not performed, and no additional complications or death was reported. On (B)(6) noted the following: "procedure was delayed. Md made an incision in order to remove the detached tip. However md couldn't remove thrombosis because of the problem. It was harmful to the patient."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.